Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter had a power issue ¿ meter was reverting to setup mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged power issue occurred ¿1-2 weeks¿ prior to the alert date of (B)(6) 2015. The patient manages their diabetes with insulin and does not make any adjustments to their dosage. The patient denied taking any action in response to their regular diabetes management regimen routine as a result of the power issue. The patient stated that ¿2 nights¿ prior to the alert date they developed the symptoms of ¿dizzy, sweating and fatigue¿. In response to these symptoms the patient was administered with 5 units of insulin by their father. At the time of this treatment a blood glucose test was also performed on an unknown meter with a result of ¿>450mg/dl¿ being obtained. At the time of troubleshooting the cca noted that there was no misuse of the product and the issue could not be resolved with training. Replacement products were sent to the patient. This complaint is being reported because patient was unable to test their blood glucose due to the power issue with the subject meter. This led to them requiring supplemental insulin to be provided by a family member after the patient displayed symptoms which are suggestive of serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.